Manufacturer narrative:
Per the manufacturer's subsidiary, the monitor was calibrated five minutes after commencing cpb. Ten minutes later the ph climbed to 7.8, the base excess (be) ,and bicarbonate (hco3) parameters disappeared.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potential hydrogen (ph) value drifted significantly twice. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Per clinical review: according to the information obtained, the team set up and calibrated the blood parameter monitor (bpm) for a case on (B)(6) 2020. Cardiopulmonary bypass (cpb) was initiated and the first in-vivo calibration was performed. The potential hydrogen (ph) value had significant drift during the procedure. It is not known if the unit was exchanged, though knowing that the drift occurred throughout the procedure, it is assumed it was not exchanged. There was no delay in the continuation of the surgical procedure. There was no blood loss or harm related to the event.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.